Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 14 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 1 device was not evaluated and no cause was determined, as the customer did not make the device accessible for testing. 2 devices were not evaluated, as the issues were identified and resolved during troubleshooting calls between the customer and stryker technical support. 1 device was functionally/visually inspected in the field. However, there was no product malfunction; the issue was the result of user error. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 18 malfunction events, where it was reported the devices experienced unintended direction of zoom or unintended excessive speed of zoom. There was 2 events with patient involvement; no adverse consequences were reported.